Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for post-laminectomy pain. It was reported that the device was not working. The hcp was not sure if the patient meant the device is off and not working or if it has not been helping. No symptoms or further complications were reported.